Event description:
It was reported that during the implant, unacceptable threshold and sensing anomaly were observed. Also, helix could not be extended. The lead was not used.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.